Manufacturer narrative:
The reported complaint of high impedance was not confirmed. The device was received in normal working conditions with voltage above elective replacement indicator (eri) voltage level. An impedance test was performed with various test loads and revealed no anomalies. Further analysis performed indicated normal device characteristics. Additionally, a longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) channel. The clinician alleged the event was related to a malfunction of the rv lead and device. Additionally, a device header anomaly was suspected. The device was explanted and replaced and the rv lead was capped and replaced to resolve the event. The patient was in stable condition. Related manufacturer report number: 2017865-2023-21103.